Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the force sensor calibration was out of specifications. The force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specifications. The force sensor resistance was high. The battery cap was damaged and the display was faded and pink. The keypad symbols were worn. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor plate was contaminated and the display screen was faded and pink. This report is made based on results of investigation completed on (B)(4) 2013.